Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the shunt system is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of dysfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the progav 2.0 we have found slightly build- up of substances (likely protein), inside the shunt assistant 2.0 were no visible deposits observed inside the valves. Based on our investigation, we are unable to substantiate the claim of a dysfunction. At the time of our investigation, the valves were operating within the specified tolerances. At the time of the examination, it is not clear to us how the functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsytsem. It´s suspected that there was an under- drainage after a fall on the valve in (B)(6) 2019. Patient information: age: (B)(6) years, height: 152 cm, weight: (B)(6) kg, gender: unknown. Implantation: (B)(6) 2019, removal: (B)(6) 2020.